Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. Patient initials and dob not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. (B)(6). The 510k unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Part: 03.010.350 / lot: 3793937; manufacturing location: (B)(4); manufacturing date: 20 jun 2011. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that an a2fn nail was inserted in patient for a femur fracture, intra-op and post op xrays taken and did not show any evidence of a2fn recon hip screws missing nail. Subsequently, patient developed some pain 4-5 months post op and x-ray then revealed the hip screws had missed the nail completely and nail has migrated upwards. Per the surgeon, the nail has been removed in another operation and changed to a plate. Implants were discarded after the second operation. On the received synergy report are the nail and the screws as complained part listed. But the allegation is actually against two instruments. No prolongation of the surgery was reported. Patient outcome: discharged. This complaint involves 2 parts. Following instruments were used to implant the nail and the screw: concomitant parts (captured under (B)(4)): insertion handle f/expert¿ a2fn; aiming arm f/expert¿ a2fn. The events captured in 2 complaints: (B)(4) = initial surgery - where the screw miss the nail. (B)(4) = post-op pain because of migrated nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). A manufacturing investigation was performed for the subject device aim-arm f/a2fn, part number 03.010.350, lot number 3793937. The subject device was returned to the manufacturer with the complaint condition stating: affected part: part description: aim-arm f/a2fn, part number: 03.010.350, lot number: 3793937, lot size: 12, p/o: (B)(4), lot release date: 20.06.2011 reported issue: it was reported that an a2fn nail was inserted in patient for a femur fracture, intra-op and post op xrays taken and did not show any evidence of a2fn recon hip screws missing nail. Subsequently, patient developed some pain 4-5 months post op and xray then revealed the hip screws had missed the nail completely and nail has migrated upwards. Surgeon suspect it could the jig issue. Check with surgeon that the nail has been removed in another operation and changed to a plate. Implants were discarded after the second operation. Following instruments were used to implant the nail and the screw: insertion handle f/expert¿ a2fn aiming arm f/expert¿ a2fn no prolongation of the surgery was reported. Patient outcome: discharged. The reported instruments were used also for other surgeries - but no other event was reported. Clarification 23. Feb. 2017 vuj: on the received synergy report are the nail and the screws as complained part listed. But the allegation is actually against two instruments as most likely the screw did miss the nail completely. We captured the events in 2 complaints: (B)(4) = initial surgery - where the screw miss the nail. (B)(4) = post-op pain because of migrated nail. This complaint involves 2 parts: concomitant parts (captured under (B)(4)): device history record: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. Conclusion: during manufacturing investigation, all relevant and significant characteristics like dimensions were checked and additionally, the article passed all functional tests. All checked characteristics are within the specifications. There are no references to the reported issue, no misalignment of aim-arm f/a2fn 03.010.350 has been found. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.